Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2026 the patient couldn't concentrate or think properly. Since the cgm the cgm was showing a brief sensor issue message. The reporter drove the patient to the ER. At the ER the cgm was not providing readings and the bg reading was 497 mg/dl. The patient was treated with insulin via IV and was discharged after a few hours. At the time of the report the patient was fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.